Manufacturer narrative:
Correction: on 18-sep-2024, it was noticed there was a typo in section b5 of the 3500a initial medwatch report. ¿case competed¿ should be ¿case completed¿. Additionally, 30-sep-2024, it was noticed the incorrect PMA/ 510(k) number of ¿k090017¿ was reported in the 3500a initial medwatch report under field g4. The correct number has now been added ¿k213264¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: it was confirmed that the issue was not duplicated in the next case. The system is ready for use. An investigation was initiated by the manufacturer and found that the reported issue was related to user error. Map shift results from working with high variating metal levels. The system is ready for use. The history of customer complaints reported during the last year and associated with carto system # (B)(6) was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 # (B)(6), and no internal action related to the reported complaint condition were identified. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto® 3 system and a map shift occurred. They realized had map shift during ablation without any error reported. They continued the procedure by doing a new map. Case competed. No patient consequences. This event was originally considered non-reportable as this was not considered to be a system malfunction. This is normal or expected response from the system. Additional information was received on 30-jul-2024 stating that during ablation no errors were indicated. Ablation points were not located on the fam shell. Furthermore, was a shift in coronary sinus (cs) compared to the snapshot. The approximate difference in catheter location before and after map shift was 1-2 cm and it was confirmed that there was no patient movement and no cardioversion was given to the patient prior to the map shift. Based on the new information, the event was assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 15-oct-2024, the product investigation was reopen to updated the investigation findings. It was determined that despite the complaint description indicating that the issue occurred without any error messages, it was found from the digital study data that the system did warn the customer of high metal interference while mapping. The system alerted the user with alert 402 - map: magnetic distortion. It states: a distortion in the magnetic field has been detected near the catheter connected to the map socket. The location data received from this catheter may be inaccurate. Additionally, according to the carto 3 instructions for use (IFU), the accuracy of the carto 3 system location technology might be compromised when metal interference is caused by a ferromagnetic material placed within the magnetic working area. This might affect location findings. The interference triggers an error or alert message. To avoid or reduce the interference: - do not place ferromagnetic objects directly between the catheter and the location pad. - avoid placing objects made of ferromagnetic material within the immediate vicinity of the catheters. The "immediate vicinity" depends on the size of the object: smaller objects (such as scissors, scalpels, ECG nipples, other catheter electrodes, and pacemakers) can be closer to the catheter without causing interference than larger objects. - refer to the recommended source to image-receptor distance (sid) values (posted on the wall of the electrophysiology (ep) lab upon installation of the carto¿ 3 system) for the minimum distance allowable between the image intensifier and the detector. Therefore, it can be concluded that the reported occurrence is a user related issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).